Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer's wife reported leakage inside cartridge compartment from the luer lock connection. No adverse event reported. A request was made for the return of the device.